Manufacturer narrative:
The device has been received for evaluation. However; device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was in the range of 300-400 mg/dl. Reportedly, the customer administered a correction injection via the pump and resumed insulin therapy.